Manufacturer narrative:
This supplemental report is submitted to provide additional information. To resolve the reported problem, the user facility's biomedical engineering department was sent 3 screws due to missing screws in the device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an error "e103" occurred during a procedure and the emergency lamp was activated. The physician completed the procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the e103 error resulted from emergency lamp being turned on and was due to main lamp ignition failure. The device was not returned and the cause of the main lamp ignition failure and three missing screws, that were replaced, cannot be identified. Olympus will continue to monitor field performance for this device.